Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricle (rv) lead demonstrated noise, elevated impedance, sensing difficulty, and exhibited signs of fracture. This lead was capped. It was also reported that during lead change out, the new rv lead had insulation damage due to patient anatomy. Patient had very small vein with stenosis present, therefore the lead would not pass through the introducer. This lead was not in use. A different new lead was implanted. No patient complications have been reported as a result of this event.